Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that an infection was confirmed with the patient and the resolution was unknown. The software version and patient weight was also asked but unknown. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the rep called to report that the doctor had opened up the pocket site and did a ¿washout¿ for possible infection. It was unknown if there was an infection. Then the day of the call the hcp had reported a slight decline in therapy and said the impedances were good and battery was at 3.02v. It was also reported that the hcp saw a ¿low battery¿ message on the 8840 when connecting to the patient¿s implant. The rep reiterated that impedances were good and ins was at 3.02v. The tablet however didn¿t have an eri message, and it was reviewed it was likely an issue with the 8840 rather than the implant. If the ins were low enough it would trip the eri message on both devices. There were no further complications reported.